Event description:
During an sfa angiogram, the dilator snapped off at the hub. The dilator broke into two pieces. The patient required the additional procedure of having the broken piece of the device surgically removed. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. No additional information has been provided by the reporter.

Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.